Manufacturer narrative:
Product event summary: at analysis the stated reason for return of failing atrial channel was confirmed and it was noted that the device failed multiple incoming tests. The analyzer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial channel on the software analyzer failed when an amplitude of 10v was selected. The analyzer was returned for service. No patient complications have been reported as a result of this event.